Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced an absence of pulses and the physician planned to perform a femoral-to-femoral bypass. However, after several unsuccessful attempts, he opted to remove the impella cp due to leg ischemia. The patient survived the explant and was reported to be in stable condition following the event.